Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulsed field ablation. It was mentioned that slo sheath was replaced by faradrive sheath. During aspiration once the sheath was inserted into the body, the dilator and guidewire were removed. Attempt was made flush the sheath from the handle of the sheath to the syringe; when air was detected. No leak was detected. No air was noted when the dilator was removed from the sheath. It was mentioned that after switching from slo to the faradrive sheath faradrive sheath was inserted into the body and the dilator and guidewire was removed after the aspiration, air was noted. No leak was detected. Ice (viewflex) from the femoral vein and beat from the internal carotid artery was inserted into the patient body. Thus, the sheath was replaced with same model and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulsed field ablation. It was mentioned that slo sheath was replaced by faradrive sheath. During aspiration once the sheath was inserted into the body, the dilator and guidewire were removed. Attempt was made flush the sheath from the handle of the sheath to the syringe; when air was detected. No leak was detected. No air was noted when the dilator was removed from the sheath. It was mentioned that after switching from slo to the faradrive sheath faradrive sheath was inserted into the body and the dilator and guidewire was removed after the aspiration, air was noted. No leak was detected. Ice (viewflex) from the femoral vein and beeat from the internal carotid artery was inserted into the patient body. Thus, the sheath was replaced with same model and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.